Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure-flow and pre-implantation testing. However, the device did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear observed in the top of the reservoir. It is unknown how or when this damage occurred. The IFU caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ approximately 21 cm of the ventricular catheter was returned. The returned catheter was patent and met the requirements for leak testing. Therefore the complaint could not be duplicated by laboratory personnel. Approximately 87 cm of the peritoneal catheter was returned. The returned catheter was patent and met the requirements for leak testing. Therefore the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of the manufacture. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was diagnosed with subarachnoid hemorrhage on (B)(6) 2017 and then hydrocephalus on (B)(6) 2017. According to the report, on (B)(6) 2017, the device was implanted. It was stated the patient's condition had been monitored since then, but no notable improvement was seen. Although the pressure was set 0.5, nph (normal-pressure hydrocephalus) was not improved, and the ventricular size was not reduced. Reportedly, the device was replaced with another device. It was noted there were no pumping issues were found in the shunt replacement procedure. The patient's status at the time of the report was alive-no injury.